Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the fluoro function board and tightened the ac line plug. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has intermittent lock ups. No pt injury was reported.